Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Damage was observed in bearing retainer, causing overheating and indicating improper user maintenance (cleaning/lubrication). Improper usage by user is also considered as a cause of the event. Device was repaired to original manufacturing specifications.

Event description:
The doctor advised that the unit burned patient's lip while doing a crown prep on #14. It left a dime sized blister on the inside of the patient's lip. The doctor placed ointment on the patient's lip for treatment of the burn.